Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited a loss of pacing in the bipolar mode. The physician elected to reprogram the ipg from bipolar to unipolar.